Manufacturer narrative:
The maxi-ld balloon catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. Once at the lesion, the user attempted to inflate the balloon. However, the balloon expansion could not be confirmed. It was reported that the balloon had ruptured. It is unknown if the catheter was ever in an acute bend or if it kink during use. It is unknown if the balloon initially inflated normally before rupture or it maintained pressure during inflation. It is unknown if a leakage of contrast was noted and from which segment of the balloon catheter. The balloon removed from the patient¿s body and it was changed to another new unknown balloon. It is unknown if the balloon catheter was removed easily from the patient; however it was removed intact (in one piece). The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. (B)(6). Complaint conclusion: balloon expansion could not be confirmed and it was reported that the balloon had ruptured. The target lesion was the unknown. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. The procedure was for stenting. The procedure was completed successfully. There was no reported patient injury. For the procedure, a maxi-ld pta catheter was opened. The patient was a male but his age was unknown. It is unknown if there was difficulty getting the guidewire to the lesion. The maxi-ld balloon catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. Once at the lesion, the user attempted to inflate the balloon. However, the balloon expansion could not be confirmed. It was reported that the balloon had ruptured. It is unknown if the catheter was ever in an acute bend or if it kink during use. It is unknown if the balloon initially inflated normally before rupture or it maintained pressure during inflation. It is unknown if a leakage of contrast was noted and from which segment of the balloon catheter. The balloon removed from the patient¿s body and it was changed to another new unknown balloon. It is unknown if the balloon catheter was removed easily from the patient; however it was removed intact. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; ratio was 50:50 and indeflator used were unknown; and it was unknown if the device was used successfully with other devices. The product was not returned for analysis. A device history record (DHR) review of lot 16091374 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, balloon expansion could not be confirmed and it was reported that the balloon had ruptured. The patient was a male but his age was unknown. The target lesion was the unknown. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. The procedure was for stenting. For the procedure, a maxi-ld pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; ratio was 50:50 and indeflator used were unknown; and it was unknown if the device was used successfully with other devices. It is unknown if there was difficulty getting the guidewire to the lesion.